Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The instrument was performing the shutdown procedure when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, goggles and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found a leak through tubing at pinch valve pv37. The fse repaired the tubing and the instrument ran without leaks. (B)(4).